Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube procedure, at the second firing, due to adhesion of esophagus and lung, the surgeon resected the pulmonary parenchyma with the reload. The surgeon initially fired the device and pushed the silver button, however, the device could not return the knife to the initial position and could not open the jaws. Then the blue button and silver button were pushed at the same time, however, the jaws could not return to the straight position and could not return the knife to the initial position. Re-inserted the battery to the handle (adapter was still connected) and the knife could return to the initial position and could open the jaws but could not return the jaws to the straight position. Pushed the toggle, and the jaws returned to its straight position and could remove the cartridge from the adapter. After that, the device worked fine and four firings for gastric tube construction were completed with no problem. The surgical time was extended by less than 30 minutes. There was no patient injury.